Event description:
It was reported that the user received multiple pump alerts including out of insulin, occlusion, consecutive stalled motor, and change infusion set after changing supplies and announcing a meal; the user restarted the ilet twice, tested tubing, attempted cartridge and tubing change, and continued to receive an unable to proceed message preventing rewind, with blood glucose reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included device replacement and continuation with backup therapy. Investigation included troubleshooting with tubing testing and guided restart attempts. Investigation of this case revealed repeated motor stall and occlusion alerts consistent with a pump delivery malfunction involving the infusion set and motor-drive components. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.